Event description:
Account reported that patient who underwent anterior capsulotomy and lens fragmentation with the catalys system. Surgeon reported that anterior capsulotomy was not completed and that continuous curvilinear capsulorhexis (ccc) technique for removal of capsulotomy disc was not used. Subsequently, the surgeon experienced an anterior to posterior capsule tear during the surgical procedure. A vitrectomy had to be performed.

Manufacturer narrative:
Date of manufacture: march 2012. Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. From the analysis of the system database and the system oct recording there were no system related anomalies found and all operating parameters of the system were found to be within acceptable limits. The surgeon selected no custom fittings. The catalys system performed as design; however the cause(s) of the anterior capsule tear is unknown. The catalys system operator manual contains a warning which states: ¿standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy.¿ a field service specialist visited the account after the event. No problem found, system parameter in specs. No issues detected on surgery report. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Initial report was submitted without date and is (B)(6) 1015. Placeholder.